Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and performed bicarbonate buffer test. The sensor failed per spec due to high readings.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their readings have been off. The customer states the pump suspended at 80mg/dl, but their level was actually 242mg/dl. The customer's blood glucose level at the time was 108mg/dl, and their sensor reading was 258mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer states the sensor is slightly curved. The customer was advised the sensor would be replaced and returned for analysis.